Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. The customer had a fall and had to go to the hospital on (B)(6) 2017. Customer's blood glucose level was near 450 mg/dl due to steroids. The customer had many back surgeries. She had a small hematoma like concussion. The customer was wearing the insulin pump at the time of hospitalization. There were also cracks where the reservoir goes in and it was also corroding. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with all buttons responding properly. The keypad traces and keypad connector was inspected and no anomalies noted. Unit received with no cracks or damage to keypad overlay. Unit received with operating currents within spec. Unit passed self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test. Unit received with cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window, cracked case at reservoir tube window corners and minor scratches on lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.